Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The white plastic tip to which the ultrasound imaging balloon attaches was missing and displayed signs of physical force. An additional issue with the probe unit being damaged was found during the investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the evis lucera ultrasonic bronchofibervideoscope was found with the white tip at the distal tip broken off. The intended procedure was completed successfully with a similar device and without delay. The customer confirmed this was found during pre-checks and was not used in a procedure. There was no clinical impact or patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged distal tip and missing balloon attachment grove could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.